Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous, mr, 2.5x20mm, stent delivery system was returned for analysis. The crimped stent was visually and microscopically examined and there was damage to the first distal strut noted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. No issues with the balloon. The balloon section of the device was visually and microscopically examined and no issues were noted. A visual and tactile examination found no kinks or damage along the mid shaft, inner or outer polymer extrusion. A visual and tactile examination found a hypotube kink 220mm distal to the distal end of the strain relief. The tip was visually and microscopically examined and damage was noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after three attempts and the device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.